Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6935 implantable tachy lead: (B)(6) 2013. A 4296 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead dislodged and following the dislodgement the patient was in atrial fibrillation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.